Event description:
A surgeon reports following bilateral intraocular lens (iol) implantation, the pt had blurry intermediate vision. Surgeon has prescribed glasses as needed for driving and work. Otherwise, the surgeon has advised to pt to try to rehabilitate his vision without glasses. There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 07/18/2008 and 07/24/2008 by phone, fax and mail. Add'l info was received on 07/16/2008. A completed questionnaire has not been received.